Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the lcsc5 was taken out of the package and did not work. Another instrument was used to complete the case. There was no consequence to the pt.